Event description:
It was reported that while on vacation the week before the initial report was made, the patient fell asleep in a hot tub for three hours and when he woke up he felt ¿stoned and puking.¿ it was noted that ¿eventually¿ he was ok. It was not noted a timeframe for when he was ¿ok.¿ it was also noted that he did not experience withdrawal symptoms. Pump interrogation was done- ¿everything looked fine,¿ no alarms went off or ¿anything like that.¿ it was later added the device was used to infuse compounded dilaudid. It was noted that the event was due to the pump, ¿other¿ issues was indicated and the information was illegible. Drug effect issues was indicated as ¿possible increase floe with hot tub.¿ patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).